Manufacturer narrative:
Date of event: unknown. This report is for an unknown pfna blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Partial part number 04.027.0xx provided. (Therapy date): unknown. Explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Part number is unknown; however pfna devices are not distributed in the united states, but are similar to devices marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a proximal femoral nail anti-rotate (pfna) blade partially backed out post-operatively. A revision surgery was performed. No information is available concerning the patient condition and outcome. Concomitant reported part: nail (part/lot unknown, quantity 1). This report is for an unknown pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Exact date is unknown; it was reported the nail was implanted in the fall. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.